Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the post-op x-rays taken show that the implant collapsed post-op, even though the intraoperative x-rays show that the implant was expanded. Product remains in patient. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there was no additional/revision surgery performed or planned to remove the implant. Procedure involved was tlif.

Manufacturer narrative:
Radiographic image assessment: single image 2 panels l4-5 posterior fusion and l3-4 interbody graft. Image in right panel shows graft expanded. This appears as collapsed on lateral x-ray in left panel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.